Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02728. It was reported the patient wants his system explanted. The patient allegedly stated his system was defective and he "needed it to come out". The patient is currently looking for a physician to explant his system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.